Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the ring was broken and reservoir was not locking in place. Customer reported that they experienced high blood glucose two months ago. The customer blood glucose level was in the range of 700 mg/dl at the time of incident. Customer was not using insulin pump from 6 months. The insulin pump will not be returned for analysis.